Event description:
On (B)(6) 2013 - received call from consumer's husband. Consumer's husband states the pump's power cord started smoking, there was a bright light that flashed and his wife was burnt on the leg. The cord was melted and his wife had black marks on her leg and her leg had blisters.

Manufacturer narrative:
On (B)(4) 2013 product was requested to be returned for evaluation. Pre-paid label was sent to the customer via email. Replacement product sent to consumer (B)(4) 2013.

Manufacturer narrative:
On 11/11/2015 product not returned for evaluation. We will continue monitoring these events in post market surveillance.